Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues getting their sensor to work. The customer states the sensor was noted to be bent. The customer's blood glucose level was 49mg/dl. The customer declined to troubleshoot for the lows. The customer was assisted with sensor issues.